Event description:
A (B)(4) distributor contacted zoll customer support to report that a pt's battery pack would not power up the monitor. The pt was issued a replacement monitor and battery pack.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor failed to boot up properly and was drawing excessive current (2.9 amps). Review of the monitor flag files did not reveal any errors related to the power-up failure. R30 (surface mount power resistor), r45 (converter discharge resistor), the ground terminal of the board to board connector, and u602 (inverting charge pump) were extensively damaged from an over voltage/over current condition. U1005 (tri-state driver that drives the control line for the converter circuitry), u607 (backup battery controller), and the associated ground connection were also damaged. The source of the failure was isolated to the high-voltage circuitry. Analysis showed that the high-voltage capacitors had good solder joints that were not fractured. Due to the extensive damage of the pca board and the above mentioned components, a root cause could not be positively identified. However, the failure rates of components r30, r45, u602, u1005, and u607 are all well below their predicted failure rates. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery not powering up monitor) was confirmed. Upon investigation the battery would not charge and was unable to power up a test monitor. The battery has been sent to the supplier for further analysis. A supplemental report will be submitted upon completion of root cause analysis. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.